Manufacturer narrative:
G4. Premarket identification PMA/510(k): p030016[x] combination product corrected to no. H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: one additional similar complaint type event within associated lots was found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the problem. On a different day the lens was exchanged for a same length but different model and power lens. The problem was resolved. The cause of the event was reported as unknown.